Event description:
It was reported that this patient was implanted with a pacemaker system last month. Post implant the patient went to the emergency room (ER) due to having respiratory distress and it was noted that the patient had developed pneumothorax which required hospitalization and intervention. Then recently, the patient had a hematoma that did not require intervention. At this time, the device remains in service. No additional adverse patient effects were reported.